Event description:
Healthcare professional reported an unknown side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; delamination total leak test and microscopic analysis was performed which identified; delamination total. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported an unknown side deflation. Device was explanted.